Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer stated that she was not hospitalized. The customer was unaware of what caused the low blood glucose. The customer stated that the husband assisted her with treating the low blood glucose. Troubleshooting was declined by the customer. Nothing further reported.